Manufacturer narrative:
Date of event: exact date of event is unknown and therefore, this field was populated with on (b)6) 2022. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. When first inserting and prepping the vizigo, blood would not stop flowing from the valve and they could not pull back (with syringe). The sheath was replaced with a new one. Surgery was delayed due to the reported event for five minutes. There were no patient consequences. Hemostatic valve was where the reported fault was. There was no separation just a leak. It was not reported if the hemostasis valve (gasket) dislodged inside the hub . It did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. No air entered the patient¿s body. Status of the patient at the end of the procedure was well. There has been no update provided on any change in patient status since the end of the procedure. There was no concern about blood loss at the time of the report.

Manufacturer narrative:
Additional information was received on 09-feb-2023. The additional catheters that were used were provided. Therefore, the concomitant product section was updated. It was also reported that no catheters were introduced into the vizigo¿. No physical damage was reported at the time of the procedure. No needle was used as the problem was reported before the point at which they use one. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed on 23-may-2023 that the hemostatic valve was slightly damaged. Back pressure test was performed. Water leakage from the handle area and pressure decay was noticed due to the shaft of the device being broken at the handle area. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of hemostatic valve broken was also assessed as MDR reportable. The awareness date is 23-may-2023. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was slightly damaged. Back pressure test was performed, and water leakage from the handle area and pressure decay was noticed due to the shaft of the device being broken at the handle area, thus, allowing water to enter the handle of the device. Even though no water leakage from the hemostatic valve area was noticed, the damage detected during the investigation may be related to the issue described by the customer. However, the root cause of this damage could not be conclusively determined. It may have happened during the handling of the device outside the manufacturing facilities. Due to this finding a supplier manufacturing investigation was performed. The device was pressurized and submerged in water and a water leak was confirmed as bubbles were noticed coming through the pull wire proximal exit. Additionally, upon inspection, several bents in the shaft of the device were noticed. Damage to the device shaft could break the liner or lumen, then allow leakage that would come out around the device pull wire exits. All devices are 200% leak tested to ensure no leakage of the device is present. It would be highly probable that this level of leak would be detected by current manufacturing process controls as a gross leak on the leak test system. Due to the received condition of the device, a root cause for the leak could not be determined. The complaint could not be confirmed to be manufacturing-attributable. A device history record (DHR) evaluation was performed for the finished device number 00002054 and no internal action was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The hemostatic valve leak issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4)